Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a metal stent placement procedure to treat tracheobronchial cancer on a female patient (patient age unknown; however over 18 years). According to the complainant, after proper placement of the stent, the deployment string was pulled. However, the usual resistance or tension was not felt. The device was withdrawn from the patient. Upon inspection, it was noted that the deployment suture had broken. The procedure was not completed as another device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).